Manufacturer narrative:
No sample has been returned for evaluation for the report of significant resistance, difficulty in device placement, cyclodialysis cleft, and small hemorrhaging ; therefore the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number(s) provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a micro-stent implant procedure, it took several attempts made to pass the stent within the angle. There was significant resistance including torquing of the eye with significant pressure applied, but the device was not migrating into the appropriate tissue plane. The third attempt made more nasally through which a cyclodialysis cleft was made and small hemorrhaging was noted. The procedure aborted. Additional information was requested.

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).